Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. E3: unk. H4: unk. H11: loss of bcva is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A consumer reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced vision that was not strong. The lens remains implanted. Additional information has been requested but none has been forthcoming.